Event description:
It was reported to boston scientific corp that a wallflex enteral colonic stent was used during a colonoscopy with stenting procedure performed on (B)(6), 2009. According to the complainant, the stent was advanced over the .035 jagwire and through the colonoscope's 3.8mm working channel to the stricture located 25 - 30cm from the anal verge. Resistance was felt when attempting to deploy the stent by sliding the exterior tube. Continued attempts were made by the physician until the stainless steel tube bent into a v shape. The procedure was completed with another shorter wallflex enteral colonic stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; shaft break.

Manufacturer narrative:
(B)(4) - (resistance). A visual and microscopic examination found that the stent was fully mounted. The stainless steel shaft was broken at approximately 200mm distal to the proximal handle. It was possible to retract the deployment handle up on the break in the stainless steel shaft. It was not possible to retract the handle over the break. No issues were noted with the movement of the outer sheath up to this point. Based on the results of the eval conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the wallflex enteral directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this lot. (B)(4).